Event description:
Procedural note states: the duodenoscope was advanced to the duodenum observing an uncovered stent (olympus) and a covered biliary sems gore viabil stent emanating from the papilla with evidence of prior sphincterotomy and a hemoclip attached at the sphincterotomy site. Fluoroscopic images demonstrates stent in a stent with the distal end of the gore viabil stent distal to the uncovered stent. The retrieval balloon catheter was advanced into the common bile duct through the gore viabil stent and advanced to the proximal end of the stent. Balloon inflated at the proximal end of the stent and descended down the stent resulting in removal of food debris and amorphous stone debris. The distal end of the gore viabil was grasped with a polypectomy snare and was partially removed and got embedded in the distal end of the uncovered stent. The stent was removed with difficulty along with the uncovered stent through the accessory channel of the duodenoscope. A 10 mm x 6 cm gore viabil was deployed in the bile duct in transpapillary fashion with proximal end below the uncovered stent, ref#vn1006200, lot#12401042.